Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address cup loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address cup loosening. Doi: unk dor: (B)(6) 2013 (left hip). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Review of a provided patient x-ray confirms the cup positioning is extremely vertical as well as possible femoral head dislocation. Primary placement cannot be commented upon as multi-series x-rays were not provided. However, it should be noted there is an area of radiolucent density inferior to the acetabular cup. This could possibly be a gap in the bone where the cup once sat. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.